Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - ni. This device is not manufactured by zimmer biomet united states, however, this report is being filed as zimmer biomet in (B)(4), in manufactures a similar device under 510k number k051411. Manufacture date ¿ ni.

Event description:
Patient enrolled in a clinical study reported experiencing pain in right side anterior superior iliac spine and in gracilis muscle. Patient was treated with medication and no revision procedure has been reported to date.